Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in the clinic for a follow-up visit, noise was noted on the non-sjm atrial lead due to possible clavicular crush. The patient was dependent, and therefore, it was decided to upgrade the device to a bi-ventricular ICD and cap the chronic sjm and non-sjm leads on (B)(6) 2019. During the post-operation check, a day after the procedure, loss of capture was noted on the newly implanted left ventricular lead. Fluoroscopy indicated that the lead was dislodged and pulled back to the right atrium. Subsequently, the lead was explanted and replaced. The patient was stable before, during, and after each procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.